Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was not returned for evaluation. However, a photo was provided. The visual evidence confirmed the knot in the tube. A root cause has not been established. All information reasonably known as of 05 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a patient was in the ER with a problem with the corflo tube. She suffered a little more from blockages in the tube in recent weeks. Yesterday she vomited and a large part of the tube was luxated. Given the significant luxation, she wanted to pull out the tube herself, but this was met with resistance. Home care and ambulance also visited her during the night, but were unable to remove the tube. She did experience increasing pain in her nose. During assessment, the tip of the was noted in the throat and they decided to remove the probe (although some nosebleeds afterwards). A knot was found at the end of the tube.